Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during basal delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. There was no reported impact to the customer's blood glucose level.